Manufacturer narrative:
Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The affected device was investigated and the reported issue could be reproduced. Results revealed that the most likely root cause of the problem is a defective clamp motor. The part will be replaced to solve the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm gave an error code associated to the clamp motor during repair activity. There was no patient involvement.